Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues. This report is being filed on an international product, list number 7k70 that has a similar product distributed in the us, list number 6c06.

Event description:
The customer reported falsely decreased architect total psa results on one patient. The results provided were: (B)(6) = >100ng/ml / diluted 1:10 = >1000ng/ml / diasorin = 1600 / centaur siemens = 1640ng/ml. The sample was retested on a different analyzer - 1:10 = <0.80ng/ml / neat repeat = 0.000, then diluted 1:10 = <0.80ng/ml. There was no reported impact to patient management.

Manufacturer narrative:
The customer observed false depressed total psa results for a patient sample on one of their architect instruments. A review of tickets found no similar complaints for lot 84192fn00 and no trends were identified. Return testing was not completed as returns were not available. Historical performance of total psa, lot 84192fn00 was evaluated using world wide data from abbott link. The review did not identify any issues as the lot is performing as expected. Manufacturing documentation of lot 84192fn00 has been reviewed and no contributing factors to the complaint could be identified. A review of instrument log data for architect instruments isr60634 and isr60653 confirmed the results observed for sample ID (B)(6). Review of results for total psa control data on both instruments identified no issues. No issues were identified through review of the maintenance log for instrument isr60653, on which the depressed results were obtained. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for architect total psa reagent lot, 84192fn00.